Event description:
The pt was hosptialized for increased spasticity, nausea, difficulty moving and sedation. The pump was implanted, although, intrathecal baclofen trials had been attempted, but were not successful. The pt initially responded well; was sent home and then "slowly worsened over the next several weeks". Onset of symptoms is unk. Upon hospitalization, the dose of compounded baclofen was decreased. With increased spasticity, the pt becomes anxious due to increased difficulty breathing. The pt was also experiencing constipation. A dye study of the catheter was performed and was "essentially normal". It is unk if any other studies were performed. In 2005 6 ccs were aspirated from the pump and sent for assay - results are unk. The pump had been filled with compounded drug at the time of the event. The pt is now on a minimum dose. Since the event the pt has not been able to thrive at home, remains hospitalized and continues to require physical therapy for rehab. The pt is essentially wheelchair bound, but can ambulate with assistance.